Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the high voltage module was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed "pacer fault 116", "pacer disabled", "defib disabled" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.